Event description:
It was reported that the user experienced extended hyperglycemia due to a bent cannula followed by hypoglycemia while using the ilet system, with subsequent alarms and treatment with oral glucose; the user also paused insulin delivery once daily over several days and announced meals, including while glucose was falling, which resulted in stacked insulin and a low. Symptoms included hypoglycemia and hyperglycemia. Outcomes included a delay to therapy and an unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed insufficient information regarding a device problem or component contribution, and no specific findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.